Event description:
It was reported that on the ligasure, "the device didn't cut on cartilage and did not coagulate properly." There was extended procedure time in order to get blood ordered since the device did not coagulate, however, upon investigation, the device functioned as intended.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. The device was received with biological material on the jaws and handle; evidence that it was clinically used. Thumb button feedback was acceptable as it was able to depress the pressure pad on the membrane switch and exhibited a tactile click; and the pressure pad disengaged when released. The jaw functionality was tested and confirmed to be acceptable as the device was able to actuate, locked/unlock multiple times. While the jaws were in the locked position, they were inspected and found to be properly aligned. The blade trigger was tested and verified to maintain proper movement and did not stick or derail when activated. The device was then tested by grasping pork intestine and energizing it for two cycles. The device was recognized by the force triad generator and the default number of power bars were displayed (2). The instrument was energized while grasping the test medium until the force triad generator signaled the device that sealing/coagulation was complete and then automatically shuts off the device. The device was able to complete multiple cycles without emitting any buzzing sounds or stop working, and was able to seal/coagulate/cut as intended. Therefore, the reported issue could not be substantiated. It is possible that the device was used in a way that would affect the sealing and/or cutting ability. The instructions for use (IFU) for reprocessed hand activated sealer/divider states: ¿do not use this device on vessels in excess of 7mm in diameter.¿ ¿to ensure proper function, eliminate tension on the tissue while sealing and cutting.¿ ¿prior to activating the cutter, confirm that the jaws are in the closed position. Spacing between jaws must be less than two millimeters.¿ ¿grasp the intended vessel and/or tissue in the center of the jaws. To avoid incomplete vessel sealing, do not grasp tissue beyond the electrode surface; do not place tissue in the jaw hinge.¿ ¿close the white movable handle until, it clicks and latches in place.¿ ¿keep the instrument jaws clean. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed.¿ ¿avoid overfilling the instrument jaws with tissue. This may damage the cutting mechanism or cause the blade to deploy outside of its guiding features, possibly resulting in difficulty opening the jaws or unintended injury to the user or patient.¿ ¿visually confirm that the jaws have reached the closed position prior to activating the cutter. Failure to do so may damage the cutting mechanism or cause the blade to deploy outside of its guiding features, possibly resulting in difficulty opening the jaws or unintended injury to the user or patient.¿ ¿keep the instrument jaws clean. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed.¿ ¿before starting the procedure, confirm proper energy platform settings.¿ ¿place the vessel or tissue in the center of the jaws. Avoid incomplete vessel sealing by not grasping tissue beyond the electrode surface or placing it in the jaw hinge.¿ ¿the user must select the appropriate bar setting to achieve the desired tissue effect.¿ ¿do not activate the ligasure function until the handle has been properly latched. Activating the function before this is done may result in improper sealing and may increase thermal spread to tissue outside surgical site.¿ ¿do not attempt to seal over clips or staples as incomplete seals may be formed.¿ a review of the device history records (DHR) indicated that all required inspections and tests were conducted on all lf4200 ligasure impact devices of the lot in question indicating that the instruments were in working condition when released from stryker sustainability solutions. The reported event is not occurring more frequently or with greater severity than is usual for the device. This report is being filed due to the need for extended procedure time and additional blood to prevent serious injury, even though the device functioned properly upon evaluation.